Event description:
In 2001 end-user called minimed, USA and stated that the plastic part of the site tearing away from the tape. Tear occurs when site is bumped. On november 1, 2001 maersk medical rec'd the complaint and 1 used base piece. The near-incident took place in USA.